Manufacturer narrative:
Reported event: an event regarding metallosis (wear) involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received/ device were implanted device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metallosis (wear) is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient's right hip was revised. Rep reported that metallosis was noted at both the neck-stem interface and on the trunnion. The rejuvenate modular stem construct, biolox head, and liner were revised to a competitor stem and head with another stryker liner. Rep confirmed that there are no allegations against the revised liner or head, and that no further information will be released by the hospital or surgeon.